Event description:
It was reported that the anesthesia workstation had a leakage. The logs show alarms for high airway pressure. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. A leak was detected during a case, and on several occasions the leak recurred. The leakage may have been caused by the patient circuit, the bacterial filter, etc., but it has not been confirmed whether the mentioned parts were the cause of the failure. There is no information on whether any parts have been replaced and the reported problem could not be duplicated. The evaluation of the provided logs shows a successful system checkout prior to and after the event and there is no indication of a technical malfunction in the system at the time of the event. The root cause cannot be established by this investigation. No further problems have been reported after the reported event.

Event description:
Manufacturer's ref: # (B)(4).